Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the catheter got stuck with the guidewire and the devices were removed together with the guide catheter. It was noted that the catheter had shaft damage. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the catheter got stuck with the guidewire and the devices were removed together with the guide catheter. It was noted that the catheter had shaft damage. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed, no issues, the device appears to be in good conditions. No damages or failures were observed on the catheter code board assembly. Microscopic inspection revealed the guidewire exit port and tip were in good condition. The device displayed a good image during testing and no electrical failure were noticed in impedance testing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.